Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic via vibratory notification. Upon interrogation, the right atrial lead exhibited high impedance. There were no other electrical anomalies. No intervention was performed. No further information was available.